Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that the customer experienced a high blood glucose level of 482 mg/dl. The customer's mom declined to troubleshoot for the high blood glucose level. The customer's mom also called to say the insulin pump had multiple unexpected alarms during normal use. The customer's mom stated their is damage on the battery compartment from a possible drop. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads, end cap address label missing, and a minor scratched lcd window.